Event description:
It was reported that upon impact with the ground, the pump touchscreen became shattered; but remained functional. Additionally, the touchscreen was unreadable. Customer¿s blood glucose was 56 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.